Event description:
The customer tested his blood glucose using his contour meter and received a reading of 410mg/dl. He re-tested using another meter and received a reading of 145mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional info before ending the call.

Manufacturer narrative:
The call ended before the product info could be obtained. It's not possible to determine the manufacture date without the meter info.